Manufacturer narrative:
Ge rep evaluated system, checked power supply voltages and calibrated touch screen. Rep performed operational tests and found system to be operating as intended.

Event description:
It was reported that the control panel was not working, images could not be saved from the hand control, and the collimator is coning down.